Event description:
Pt called in to state that the cadd ms-3 replacement pump which was sent to pt had programming cleared out. The pt was sent another cadd ms-3 pump because the programming on one of her other pumps was cleared out as well. The pt has not missed any infusion as she was able to switch to her backup pump. The pump she most recently received whose programming was cleared was (B)(4). Dose or amount: 50.6ng/kg/min, frequency: continuous, route: subcutaneous. Dates of use: (B)(6) 2017 - ongoing. Other specified pulmonary heart diseases, i27.89.